Event description:
It was reported that during use of dlp single stage venous cannulae, the devices were used for bi-caval cannulation for a mitral valve operation. At the end of the procedure, it was noticed that there were significant marks on one of the cannula consistent to where the tubing clamp had been applied. The marks appeared consistent with the pattern on the tubing clamp. As experienced users of this cannula, the customer had not observed this degree of indentation on the cannula post-procedure before. The customer suggested, but cannot confirm, that the tubing on the cannula was softer than usual. The cannula was not perforated, just marked. The same metal tubing clamp was used on both cannulae and the other cannula (of same lot number) was not marked. The clamp had been used for previous operations with the same devices. No damage was seen to any components or packaging before the procedure. The procedure was completed using the affected cannula so there was no interruption or delay to the operation. There was no patient impact associated with this event. Medtronic received additional information that the cannulae were not visibly softer. The cannulae were not heated or cooled prior to use.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation: visual inspection shows evidence of some white marks in the cannula at the connector end. Performance analysis: a hemostat was placed over the device next to the location of damage and was engaged several times with no new marks observed. Conclusion: reason for the return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.